Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue an item and would not request a validation code as the cabinet was offline and not syncing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue an item and could not request a validation code as the cabinet was offline and not syncing. A technical support specialist had the customer check the network cable, and customer reseated it at the wall outlet before restarting the cabinet. The cabinet came back online after the restart. The tss then remoted in and restarted application service provider synchronization (asp), after which the cabinet began synchronizing properly. The customer was able to log in and request the validation code successfully. The system functioned as intended after the technical support specialist troubleshot the device.